Event description:
During troubleshooting for a low drain volume alarm with baxter's technical service center, the nurse reported that she sees air bubbles in the line. The technical service representative (tsr) advised the nurse to end the therapy. The tsr asked the nurse to close the clamps and disconnect the patient. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). A 510k number cannot be provided in this report because the product code is unknown at this time.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm (with air in the line) was not confirmed due to a lack of sample, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Labeling review found that the labeling was adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).